Event description:
Three days after initiation of v.a.c. Therapy, the authors report that a vesicocutaneous fistula occurred that did not resolve spontaneously. The bladder defect was closed by a double layer suture. The authors of the publications hypothesize that a local vascoconstriction in the bladder wall with subsequent necrosis caused by continuous vacuum may have been responsible for the observed bladder defect, but state that additional investigation is needed to support this hypothesis.